Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular lead was malfunctioning. Patient will follow up with the physician. Attempt to obtain additional pertinent information was unsuccessful. This ventricular lead remains in service. No adverse patient effects were reported.